Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that after an unrelated surgery in which the ipg was not placed into surgery mode as recommended, the ipg was not able to communicate with external devices due to becoming inoperable. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.